Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented three months post implant due to syncope. Interrogation revealed a decrease in sensing and an increase in threshold. X-ray revealed that the lead was in the same position. Microdislodgement was suspected. The lead was removed and replaced.